Event description:
Note: this event pertains to a lithovue flexscope and zero tip basket used in the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope and zero tip basket was used during left ureteroscopy, left ureteroscopy with laser lithotripsy; right ureteroscopy, right ureteroscopy with stone extraction without laser procedures performed on (B)(6) 2021. The patient experienced acute kidney injury and required endoscopic intervention not under general anesthesia.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.